Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported death cannot be determined as per physician, the event was unknown if device related. Death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This report is being conservatively filed for a death, unknown if device related. (B)(4) - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) with posterior leaflet prolapse. One mitraclip was implanted, reducing the mr to grade 1+ and 2+. There was no device deficiency. On (B)(6) 2023, the patient had expired. Per physician, the event was unknown if device related. The patient had been last seen in (B)(6) 2023 by cardiologist. No specifics were provided. There was no known device deficiency.